Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. During boot up process, the filter ladder was sticking. The rep shut down the system, manually freed up filter ladder, and adjusted filter ladder screws, backing each off slightly. The rep rebooted system six times, and the system fully booted and initialized each time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that prior to a procedure, the system would boot into in itializing system please wait. It remained in this screen for over 10 minutes. The local representative (cs) rebooted. After the second reboot the system would boot giving an error initializing collimator. This was reported outside of a procedure. There was no rep orted delay. There was no patient involved.